Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer blood glucose level was unknown at the time of the incident. Customer stated that they saw red x on display also insulin pump was exposed to moisture. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current test. Insulin pump failed the sleep current test and selftest due to moisture damage on the electronic assembly and motor. Critical pump error (open book image) not confirmed. Missing segments/partial display confirmed.